Event description:
The customer observed that shortly after powering on the alinity hq processing module and during lui software install, visible smoke was seen coming out of the right side of the analyzer. The power was immediately shut off to the system, and the smoke appeared to be coming from the tube robot assembly. No charred or blackened components have been observed on the analyzer. No impact to patient management was reported. No injury to the user was reported.

Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). Section d10 - concomitant product section updated. Investigation was done by the on-site engineer (systems engineering) who determined part h-35013003-01, ffc xyzt to x-collector, to be the likely cause of the shorting and smoking. Return testing was not completed as returns were not available. A review of similar complaints did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6), was identified.

Event description:
The customer observed that shortly after powering on the alinity hq processing module and during lui software install, visible smoke was seen coming out of the right side of the analyzer. The power was immediately shut off to the system, and the smoke appeared to be coming from the tube robot assembly. No charred or blackened components have been observed on the analyzer. No impact to patient management was reported. No injury to the user was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction was made to field d2b procode. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission.

Event description:
The customer observed that shortly after powering on the alinity hq processing module and during lui software install, visible smoke was seen coming out of the right side of the analyzer. The power was immediately shut off to the system, and the smoke appeared to be coming from the tube robot assembly. No charred or blackened components have been observed on the analyzer. No impact to patient management was reported. No injury to the user was reported.